Event description:
A malfunction was reported by the customer, indicated by a code. There was no adverse impact on the customer¿s blood glucose level. The customer received a replacement pump, and the problematic pump was put into storage mode to be returned to tandem. No further action was required.